Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco hypodermic needle-pro needle detached from the syringe during patient use in a hospital. No patient or clinician injury was reported.